Manufacturer narrative:
There is no further information available. Should additional information become available, this event would be updated.

Event description:
Boston scientific crm received information that an advocate for this patient called our company informing us this patient passed away. The caller was inquiring about when the device was implanted. According to the caller, the patient passed away one month post implant of this pacemaker. The caller was inquiring if the device could have avoided the patient's death. Our company provided device information and referred the caller to the physician. Our company has no specific information whether the device was involved with the patient's death.